Event description:
During the embolization of an aneurysm, the physician accessed the left carotid artery from the right brachial artery with the neuron catheter. The physician placed the neuron into the right internal carotid and injected contrast. The physician reported that he could not see the contrast exit the distal tip of the catheter and then noticed that there appeared to be a break about 10cm from the tip. The physician then decided to remove the damaged device and used another catheter to complete the case.

Manufacturer narrative:
Technical evaluation: there are kinks in the proximal region 22.0, 29.3 and 35.2 cm distal to the ID band. The break described in the incident report is just proximal to the distal/proximal joint at 138.8cm from the tip. The DHR of this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on august 28, 2009. A review of the device history record (DHR) was completed on part # 1626-03.b, (lot # l13826). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l13826) indicated that 100% inspection of the devices resulted in (B)(4) rejects for visual and dimensional measurement. All parts that failed inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirement. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. (B)(4).